Event description:
Medtronic received information that resistance was noted when trying to advance another manufacturer¿s introducer sheath with this delivery catheter system (dcs) for implant of a transcatheter bioprosthetic valve. Subsequent angiography revealed a femoral artery dissection, which was successfully treated with implant of a stent. It could not be determined if the dissection was due to the introducer sheath or the dcs. The procedure was converted to a direct aortic approach for successful implant of the valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dissections are a known potential adverse effect that can occur during any invasive procedure. The device was not returned, and the root cause could not be determined from the information available. The issue was successfully mitigated through placement of a stent.

Manufacturer narrative:
The dcs has not been returned to medtronic for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.